Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While inspecting the device, the power button was found stuck in the ¿on¿ position and could not be released. Additionally, the unit was equipped with a non-olympus lamp with a lamp life of 100+ hours. Minor corrosion was noted on the connector. The rear panel had corrosion present as well, and the front panel¿s label was fading. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power switch on his olympus evis exera iii xenon light source was stuck in the depressed position and the unit could not be turned off. According to the initial reporter, this event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the components of the main switch unit were damaged due to repeatedly applying a strong force exceeding the product specifications to the power switch. Olympus will continue to monitor field performance for this device.